Event description:
We have become aware of a potential issue with our medical linear accelerator. The service engineer was troubleshooting a broken video cable of the optical camera assembly and received an electrical shock when he brushed against the cables connector housing. According to the complaint report, no injury was reported. Based on the known facts thus far, the service engineer believes the broken wire (live voltage) of the video, the cable assembly momentary shorted to connector housing of the video cable. The service engineer measured high resistance between the connector housing to the chassis ground of the optical camera assembly. The investigation is currently on going and the root cause has not been discovered.

Manufacturer narrative:
The investigation is currently ongoing, and the root cause has not been discovered.